Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a sacrospinous ligament fixation and anterior repair with uphold on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the device outside the patient before it was used. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a sacrospinous ligament fixation and anterior repair with uphold on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the device outside the patient before it was used. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The correct root cause for the issue of dart detachment/suture broken is design inadequate for purpose. Block h10 below for more information. F10 and h6: problem code 2907 captures the reportable event of dart detachment. E1: additional contact: (B)(6). H10: a visual evaluation of the returned capio slim suture capturing device revealed no damaged. There was debris on the head of the device. The capio cage was pried open. The dart was located behind the cage, thus confirming the complaint. There was a small amount of suture attached to the dart. In addition, the device functioned as intended. The mesh assembly was not returned. The investigation concluded that the most probable cause for this complaint is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. Additional contact: dr. (B)(6). A visual evaluation of the returned capio slim suture capturing device revealed no damaged. There was debris on the head of the device. The capio cage was pried open. The dart was located behind the cage, thus confirming the complaint. There was a small amount of suture attached to the dart. In addition, the device functioned as intended. The mesh assembly was not returned. The investigation concluded that the most probable cause for this complaint is manufacturing deficiency which indicates that problem of dart detachment or suture broken was traced to the manufacturing process. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the fiber portion of the suture interacts with the sharp edge of the carrier, resulting in the suture severing. Modifications to the manufacturing process, including the order of the process steps, harperization time, and the sizing of the pins were studied to determine their effect of the suture cutting rate. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a sacrospinous ligament fixation and anterior repair with uphold on (B)(6) 2018 . According to the complainant, during the procedure, the dart detached from the device outside the patient before it was used. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.